Event description:
It was reported that during the implant procedure, after connecting the new left ventricular (lv) lead to the device, all lv1 vectors exhibited undefined high pacing impedance. All device connections were then checked, and the physician believed that they had ruled out any connection issues. The physician then requested a new device, and this new device was successfully connected to the same lv lead. However, the same impedance issue persisted. The physician suspected that the patient's anatomy was the source of the issue, and stated that they have often observed higher than normal impedance values when the patient's target vessel is very small, as in this case. The physician chose to retain and use the current lv lead and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.